Event description:
Complainant alleged that the ep lab clinicians were testing an implantable cardiac defibrillator (ICD) that had been implanted in a pt. The clinicians connected the pt to the external zoll biphasic defibrillator (serial number unknown), and to zoll biphasic adult multi-function electrodes. The clinicians prepared to test the ICD by inducing a ventricular fibrillation (v-fib) heart rhythm in the pt. A v-fib heart rhythm was induced in the pt, and the pt was defibrillated by the ICD. The pt continued to present the v-fib heart rhythm. The nurse charged the zoll device, but at this point a second shock was delivered to the pt via the ICD, but the shock failed to convert the pt's heart rhythm. The nurse then attempted to discharge the energy from the zoll defibrillator to the pt, but the device failed to discharge. The nurse checked the connections at the defibrillator. The nurse then re-attached the connector. A third ICD shock was delivered to the pt, but the pt's heart rhythm failed to be converted. The nurse then successfully defibrillated the pt via the zoll device and zoll electrodes. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction, as "the pt was not compromised".